Manufacturer narrative:
(B)(4). The ge service rep found a blown fuse on the ps2. He performed a measurement and checks, then replaced the power supply and the fuse. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.